Manufacturer narrative:
The product was not returned; however, radiographic images were provided that depict infinity devices in-situ. However, based on the images alone and conclusion cannot be drawn regarding the reason for revision.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to some lateral and medial gutter impingement on x-rays. Also has a bony growth in the anterior joint of the ankle which could be causing anterior ankle pain as well. The surgeon plans to go in and clean out the gutters and remove the loose body from the front of the ankle. The surgeon would evaluate the components as well during the surgery.